Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a failed battery test alarm. Customer reported that insulin pump had completely shut off. Customer's blood glucose was unknown. Customer took a knife and lifted battery cap contact in order for contacts to touch batteries as contacts were pushed down. Customer was able to resolve issue. Customer was advised that battery cap would be replaced.